Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that she replaced the battery and some of the keys began to respond. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.